Event description:
A report was received that the patient's ipg had to be charged longer and more frequent causing the patient to experience pain, overheating and discomfort at the ipg site. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Sc-1160, sn: (B)(4): device evaluation indicated that the ipg passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patients ipg had to be charged longer and more frequent causing the patient to experience pain, overheating and discomfort at the ipg site. The patient underwent an ipg replacement procedure and was doing well post operatively.